Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The stenosed target lesion was located in an unspecified calcified vessel. A 2.0mm x 12mm quantum maverick balloon catheter was used for predilatation of the target lesion. During the first inflation, the balloon ruptured before it reached the rated burst pressure. The balloon was removed intact. The procedure was completed with a different device. No patient complications were noted and the patient's condition was good.

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The stenosed target lesion was located in an unspecified calcified vessel. A 2.0mm x 12mm quantum maverick balloon catheter was used for predilatation of the target lesion. During the first inflation, the balloon ruptured before it reached the rated burst pressure. The balloon was removed intact. The procedure was completed with a different device. No patient complications were noted and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the quantum maverick catheter was received inside a carrier tube (hoop). Magnified inspection revealed no damage. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).